Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
The consumer reported the string broke during removal and the tampon remained inside. This occurred with ten or eleven tampons. She was able to manually remove the tampons and did not seek medical assistance. No further information has been received.